Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.

Event description:
According to the available information, there was a tubing leak in the device. It was explanted and replaced.

Event description:
According to the available information this inflatable penile prosthesis was implanted on (B)(6) 2016 and removed/replaced on (B)(6) 2021 due to a malfunction, tubing leakage.

Manufacturer narrative:
A titan touch pump, cylinders 1 and 2, and reservoir were received for evaluation. A separation within abrasion was noted on the longer exhaust tube of the pump. This was a site of leakage. Partial separations within abrasion were also noted on the longer exhaust tube and inlet tube. These were not sites of leakage. Abrasion was noted on the exhaust tube of cylinder 2. No functional abnormalities were noted with cylinders 1 and 2. No functional abnormalities were noted with the reservoir. Based on recreation of the position of the tubes according to the abrasion pattern, this demonstrates that both exhaust tubes and inlet tube of the pump were overlapping while in vivo. This positioning, in combination with device usage over time, may contribute to sufficient stress(s) to separate the longer exhaust tubing. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.